Event description:
Associated medwatch-reports: 9610612-2021-00647 (400528194 nr867k), 9610612-2021-00648 (400528195 nr867k).

Manufacturer narrative:
Investigation results: visual investigation: investigation was carried out visually and microscopically. The sealed seam of the inner - and outer sterile packaging was penetrated/damaged by the implant from inside out. There are no indications that the package was not sealed in a proper way. The packaging processes in the responsible production department are validated. The packages itself will be reviewed by 100 per cent visual inspection within the production process. Therefore it is unlikely that the packages have left the production department in a damaged condition. The two complained devices/implants were parts of a loan service. Based on information/investigation we assume that the sterile packages were damaged due to several shipping cycles to several hospitals. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. A product safety case will be requested. Any action regarding CAPA will be addressed with this case.

Event description:
It was reported that there was an issue with nr867k-enduro femur spacer distal f3 4mm. According to the complaint description, it was reported that during surgery that both nr867k with the lot numbers 52190399 and 52431771 were not sterile packed. The packaging was broken through. There was no described patient harm. The adverse event / malfunction is filed under (B)(4). Associated medwatch-reports: 9610612-2021-00648 ((B)(4) nr867k).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.